Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation noted that the complete lead was returned with the helix retracted. There was dried body tissue entwined through out the helix and the helix housing as well as blood found past the helix mechanism and up through the lumen. Electronically lead was found to be within specification. The helix damage was determined to be procedurally induced.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this atrial lead had dislodged. Prior to findingthe dislodgement the lead experienced noise, sensing and threshold issues.